Event description:
Provider states the unit will not turn on. Provider stated the end user may have thrown the unit in the trash. Provider was advised the unit will need to be returned to invacare and will receive a (B)(6) credit. Provider states will contact the end user and call back. No further information provided.